Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the annular rupture is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), the deployment of the 29mm sapien 3 case was performed but post deployment the patient¿s blood pressure started to drop. The patient was sedated with a general anesthetic and a tee probe was inserted. Aortogram and tee image suggested a pericardial effusion due to an annular rupture. CPR was performed for 25 mins and the patient was shocked twice with an external defibrillator. The patient reverted to a slow sinus rhythm and was paced at 80bpm. Cardiac output resumed. A pericardial window was done and the effusion was drained. The chest drain stayed in situ. The patient stabilized and was taken to ICU. No intervention was required as it spontaneously closed, however the patient died later. Once the effusion had been drained and the patient was stable, the cardiologist reviewed the images and concluded annular rupture. The native annulus measured 24x34mm with moderate calcification.

Event description:
As reported by our affiliates in (B)(4), the deployment of the 29mm sapien 3 case was performed but post deployment the patient¿s blood pressure started to drop. The patient was sedated with a general anesthetic and a tee probe was inserted. Aortogram and tee image suggested a pericardial effusion due to an annular rupture. CPR was performed for 25 mins and the patient was shocked twice with an external defibrillator. The patient reverted to a slow sinus rhythm and was paced at 80bpm. Cardiac output resumed. A pericardial window was done and the effusion was drained. The chest drain stayed in situ. The patient stabilized and was taken to ICU. No intervention was required as it spontaneously closed. Once the effusion had been drained and the patient was stable, the cardiologist reviewed the images and concluded annular rupture. The native annulus measured 24x34mm with moderate calcification. Four days later, the patient died due to cerebral hypoxia related to cardiac arrest from annular rupture.

Manufacturer narrative:
Reference CAPA-20-00141.